Event description:
It was reported that the site was experiencing problems with the programming software and it was reported that the hand held screen would freeze at the interrogation screen and it would also freeze programming patients' devices. Hard resets were performed by the site to troubleshoot the screen freeze event and the hand held screen would work, but it would be delayed. Good faith attempts to obtain additional information have been made, including attempts to have the device returned for analysis, but no response has been received to date. The site also reported a problem with the hand held back light, which is reported in manufacturer report # 1644487-2010-00986.